Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/27/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer boot-up failure. Medtronic representative replaced the computer and ups involved on not charging batteries. Changed batteries and worn power data axiem cable. Set up of all customer details. Issue resolved. System performed as intended. - planned maintenance (pm) successfully performed as well. Medtronic representative reported all tests passed. - return requested for all replacement parts shipped to the site. Ups, surgeon lcd cover and battery were all returned to manufacturer, unused. Suspect computer has not been received by manufacturer for analysis. Suspect power and electrical cables were discarded by the site.

Event description:
A site representative reported that their navigation system was "switching off during a session". No further details regarding this issue, or specifically when it occurred, were provided. As reported from the site, there was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that the issue occurred during setup. The cranial software application was booting up. This did not cause any delay to the surgery. There was no patient demographic information. There was no impact to the patient. The surgeon completed the surgery successfully with navigation.

Manufacturer narrative:
The navigation system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.